Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor error-sg not available/updating, sensor error-change sensor/bad sensor, delivery anomaly-no delivery/occlusion alarm, delivery anomaly-occluded. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-397a, mmt-332a. Customer reported a past insulin flow blocked alarm. Customer reports receiving sensor alert. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform a visual inspection and found pump unsuccessfully downloaded traces and history files using thump. Pump unsuccessfully paired guardian link 3 transmitter the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. After swapping with a test pcba 2 board, pump was properly downloaded and passed communication test. Test p-cap locked into place properly during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or in download history review. However, pump not communicating with the transmitter confirmed during testing, problem isolated to the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.